Event description:
The patient's mother reported that the pump has powered off 3-4 times in the past week. The pump was not available for troubleshooting. The pump was not available for troubleshooting. Animas attempted to follow up with the reporter to troubleshoot but was unable to reach her. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): a review of the pump history did not indicate any power issues. There was no activity outside normal use observed in the pump history. The data from the time of the reported incident is unavailable due to continued pump use. There was no damage found to the battery cap or compartment; the battery cap was able to attach securely to the pump. There were no defects found to the battery cap connections or to the power circuit. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.